Event description:
On (B)(6) 2015, l5-s instrumentation using viper was performed for the patient with spinal canal stenosis. The surgeon prepared the pedicle using a needle and a guidewire. Though the patient¿s bone was hard, tapping was done in the usual way. Since the tap depth was 45mm, the surgeon tried to insert a 6x45mm screw, but he could not smoothly insert it deeper than 40mm. When inserting the screw further by force, the driver suddenly wobbled and the screw head came off. The screw shaft in the pedicle was removed with a driver shaft, and the surgeon inserted the second 6x45mm screw after tapping again in the same diameter considering the possibility of osteosclerosis, but the screw head came off again. After removing the screw shaft with the driver shaft, he suspected the interference with the facet and placed 6x50mm screw with the screw head protruded 5mm from the edge of the pedicle instead of 6x45mm screw. Due to the incident, the procedure was extended for 30 minutes. The surgeon requested us to investigate whether there were defects in the products.

Manufacturer narrative:
Two (2) mis polyaxial x-tab screws [product code: 1867-60-045, lot numbers: arhbbl and tbeaf] were returned to the complaint handling unit (chu) for evaluation. Visual examination of the returned mis polyaxial x-tab screws revealed that the x-tab screw heads have become detached from the screw shanks. The inner caps remained inside the x-tab screw heads. No defects or abnormalities were noted on the threads of the screw shanks or on the x-tabs themselves, however, the bottom of both x tab screw heads were damaged along with the hexalobe feature of one of the screw shanks. No broken pieces were noted, the components were still intact. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the x-tab screw heads becoming detached from the screw shanks cannot be positively determined. Based on the visual inspection of the returned components, it was concluded that the products were disassembled as no broken pieces were detected. The damages noted on the bottom of the x-tab screw heads are most likely a result of them becoming dislodged from the screw shanks. A probable root cause for the products becoming disassembled may be due to unanticipated forces being placed on the screws during insertion. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.